Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the right ventricular lead exhibited high capture threshold, low pacing impedance and noise oversensing. No intervention was performed at this time. There was no consequences to the patient.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient presented for a follow-up in clinic on (B)(6) 2022. The lead continued to exhibit low impedance and the anomaly was reproduced during in clinic testing. It was noted that the impedance anomaly was indicative of a lead integrity issue. The lead was reprogrammed and the physician elected to continue to monitor the lead remotely. The patient's condition was stable throughout.